Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during third inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and balloon pinhole was noted. The procedure was completed with the original device. No patient complications were reported and the patient was in good condition.